Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided information for a pump reset, and the caller successfully started their sensor session.